Event description:
Device issue: failure to deploy-clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, after thumb advancer deployment, when the clip deployment button was depressed, the clip did not deploy from the clip applier, and bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4) - pt selection. The device was received. Investigation is not completed.